Event description:
Customer alleges unit ran over her leg while she was sitting on the floor with the unit next to her while the unit was on.

Event description:
Customer alleges unit ran over her leg while she was sitting on the floor with the unit next to her while the unit was on.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued should more information or the device become available for evaluation.

Manufacturer narrative:
The device was evaluated. The alleged unintended motion could not be duplicated. The device went into sleep mode each time in 20 minutes per the programming parameter. The nature of the alleged complaint is unknown.